Manufacturer narrative:
The symptom of hypotension during transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one of several of the following circumstances: hemodialysis, congestive heart failure cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were administration chronically, and on the day of the reaction, of medication known to give rise to vascular instability and hemodialysis, congestive heart failure (pulmonary edema), and rapid transfusion rate. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as an unidentified idiopathic factor in the pt, must also be present. Previously a hemodialysis and filtered transfusion episode was unremarkable for this pt, and the pt was discharged. It is unclear as to whether, when the preceding conditions and/or practices exist in the proper configurations, whether the device may also play a contributing role in the reaction observed. There has been no correlation between mfg lots and these reations. The lot number was not identified by the user, nor was the device returned. Accordingly, eval of the mfg and field histories could not be achieved. This category of reactions appears limited to a small number of hlth care facilities. Although these reactions could be consistent with the presence of a short lived biological modifier, no evidence of such a modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction remains unidentified. Four (4) days following the transfusion, the pt was discharged from the hosp. The hlth care facility subsequently lowered transfusion flow rates, and has not reported any further reactions of this nature.

Event description:
Blood pressure changed from 126/68mmhm to 85/53mmhg.